Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on november 24, 2021, it was found that the forceps elevator had foreign material due to insufficient cleaning.there was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Local service department checked the subject device and found that foreign material adhered to the forceps elevator. It was reported that the user facility was reprocessing scopes appropriately. However, dirt was found adhering to various parts of the subject device according to the inspection result by local service department. It indicated the insufficient reprocessing. Omsc therefore presumed the cause as below. - user's brushing process for the forceps elevator differed from IFU recommendation. - the facility staff was less trained on usual reprocessing, device handling and/or reprocessing before returning the device for repair in accordance with IFU. The exact cause of the reported event could not be conclusively determined.